Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer cannot pull the plunger to draw insulin in. Customer stated reservoir failed then the current one was still doing the same thing, walk customer on how to draw insulin in properly and was able to draw it properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.